Event description:
Affiliate reported that during an emergency surgery the surgeon loaded the drill bit into cranial hand drill from the kit and found that drill bit failed to penetrate the bone or engage the bone on the patient's head. Attempted to repeat loading of drill bit into drill, but found that the drill would not allow for this and would not turn. As a result the surgeon used a different product to carry out the procedure.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.